Event description:
Physician at center reported a pt was performing home hemodialysis in june when pt was found by their family member on the floor next to the bed the following morning, lying in a pool of blood. The pt was expired at this time. After the event, the nurses checked the hemodialysis machine log. The pt had planned to have 5 1/2 hours dialysis. After 1 1/2 hour, the dialysis had been stopped, the pt had stopped the blood pump, clamped the bloodlines and needles, and disconnected from the blood lines. The pt lived alone in the home. The pt had an arterial venous fistula. Police do not suspect foul play. The family refused an autopsy. The cause of death was reported as natural causes by the primary physician.